Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that the customer experienced high blood glucose during sensor training. It was stated that the customer passed out and the paramedics had to be called. Blood glucose at the time of the incident was 280 mg/dl. The spouse stated that the nurse told them that he probably passed out because of a sensory overload. She mentioned the customer¿s blood glucose had been high due to the insulin pump settings needing to be changed. Troubleshooting was declined. The device will not be returned for analysis.